Event description:
The heating of this mattress was set to 37c and additionally the radiant heater of the babytherm was driven in skin temperature mode. The setting of the radiant heater was 36.5c. It was discovered that this baby treated by the babytherm had burns on the back, inside the diaper. Drager does not have any info about any other prior or similar event. There were three incidents reported from the same hospital. Each of the incidents occurred within a few weeks of each other. In each of these cases, the babies were treated with an umbilical catheter and an alcoholic disinfectant was used. The other incidents were reported as MDR numbers 9611500-1999-00024 and -26. No other similar incidents have been reported to drager.